Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number 2032227-2014-09676.

Event description:
It was reported that the customer received a motor error alarm. Customer also reported differences in sensor glucose level readings versus blood glucose level readings. Customer's blood glucose level at the time 160mg/dl. Advised insulin pump would be replaced. No additional information is provided.